Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the charged coupled device was broken and the resolution is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the reportable malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is likely the r-unit (charged coupled device) is broken and therefore the resolution is inadequate, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had image causes stripes on the monitor. The event had occurred during inspection for use. There was no patient involvement.